Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the right coronary artery (rca). After a guide catheter was place, 3 non bsc guidewires were advanced to cross the lesion. Subsequently, a 20 x 4.00 rebel stent was advanced to treat the lesion. However, when the physician was advancing the stent, resistance was met as the stent was tangled around from the wires. When the stent was pulled back, the shaft broke more than 15cm from the hub and so the physician removed everything from the patient using the normal technique. The shaft fractured completely once it was out of the patient's body. The procedure was completed with a 4x22 non-bsc bare metal stent. No patient complications were reported and the patient's status was fine.